Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 40-60 mg/dl. Suspected cause was due to having a basal rate setting that was too high. Customer did not provide how low bg was addressed. Customer will be consulting their healthcare provider about adjusting settings to better meet customer's needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.